Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that they thought the patient had a stroke but health care provider (hcp) confirmed it was not a stroke. It was caused by brain swelling and patient's speech was affected. His voice was very quiet. The patient's brain got infected and swelled. The patient had no speech when he went back to hospital, he just laid there. He could not feed by mouth and one of his eyes was still really bad, he could not read out of one eye. It was indicated that the symptoms were noticed on the 3rd day after implanted. The patient went to emergency (ER) and was in ER for 5 days then he went for rehab. At rehab, the patient had been working with speech therapist who was using vitalstim 5 days /week for 1.5 to 2 weeks before his deep brain stimulator ( dbs) was programmed. The patient's health was not up to what it was on (B)(6) when he had surgery but he had been working really hard doing physical therapy 3 hours/day, he was moving around. The patient one eye was still bad and the voice was very quiet and he wanted to eat through the mouth but could not do it until he passed the barium swallow test. It was indicated the change in symptoms/ therapy was considered sudden. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were essential tremor and movement disorders

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0yftq, implanted: (B)(6) 2015, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional via a manufacturing representative reported that during normal use there was brain swelling. The patient was suffering from kidney failure, fluid around the heart, and other complications possibly due to brain swelling from the lead placement. Complications were identified after lead placement. No diagnostics were done and no actions or interventions were performed. The issue was not resolved. The patient was alive with injury. The patient was in the hospital due to suffering from the kidney failure and fluid surrounding the heart. No surgical intervention had occurred nor was it planned. Further follow-up is being conducted to obtain information about relation, cause, troubleshooting and outcome. If additional information is received a supplemental report will be submitted.